Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed that system failed to emit x-rays. Upon troubleshooting fse found the issue was caused by a failure in the unit¿s pdu fan tray and dcps. The cause of the pdu fan tray failure determined by the supplier's part analysis and it found to the pdu is defective. To resolve the problem fse replaced the pdu fan tray. After replacement of the pdu fan tray, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements, there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.